Event description:
It was reported that the patient experienced pain and it has been going on since october. Per patient, she "can barely move" and cannot move out of bed. Patient reported that she "got septic." The patient reported that her ptm was programmed so that it would reset every day at midnight. The patient reported that the change in time has affected her ability to receive boluses. Patient was getting locked out of boluses. The patient had received a replacement personal therapy manager and it was not working. It was reported that '8621 incorrect pump detected' message was encountered on ptm. It was indicated that the patient received a replacement ptm.

Event description:
All information regarding the patient becoming septic will be reported in manufacturer¿s report #3004209178-2012-07892.

Event description:
Additional information received later noted that the patient now seemed to be doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc, serial #(B)(4), implanted: (B)(6) 2010, explanted: unk. Personal therapy manager model #8835, serial #(B)(4).